Event description:
It was reported by the rep that when the device, with reload cartridges, was used during a laparoscopic gastric bypass procedure, premature lockouts occurred. Another device was opened to complete the case. There was no consequence to the pt.